Event description:
Our facility is using vocera: (B)(6) united states. This device has a strong magnetic field. It was interfering with our programmable shunt, strata, medtronic setting. Vocera are worn near the neck by health care professional and serve as a direct, secure communication device between health care professionals. For young kids, it is a routine practice that nurse are holding the child in their arms while they are bottle feeding them. The strong magnetic field of vocera was changing the setting in these patients. When we put the magnet locator of the strata shunt near the vocera, even when the battery was not in it, still changing the setting. So, our biomedical engineer thinks that the speaker magnet in the vocera is the problem. Strata shunts and other programmable shunts by themselves has no problem. Most of the pediatrics hospital around the country using this shunt. Many children's hospital are also using the vocera system.